Event description:
Healthcare professional reported left side device rupture diagnosed via ultrasound and "visible shape change." The device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20may2024.

Event description:
Physician reported left side device rupture diagnosed via ultrasound. The patient was feeling mild breast pain and visible shape change. The device has been explanted and replaced with non-abbvie.

Event description:
Physician reported left side device rupture diagnosed via ultrasound. The patient was feeling mild breast pain and visible shape change. The device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Visibility/palpability: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/palpability: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, left side device rupture. Diagnosed via ultrasound. The patient was feeling mild breast pain and visible shape change. The device has been explanted and replaced with non-abbvie.